Event description:
It was reported that a patient presented in ER after receiving inappropriate shocks due to noise. Externalized conductor was observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.